Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-nov-03. The hcp stated that the patient¿s weight on (B)(6) 2017 was (B)(6) pounds. They were unable to answer what the cause of the poor coupling and no telemetry was as they have not seen or heard from the patient since their fall. It was unknown if the issue had been resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient and from an MRI technician regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. There was poor telemetry or no telemetry with recharging and poor coupling. The patient is having an unrelated MRI and would like to activate MRI mode so the MRI technician can see the information on the patient programmer screen. They were charging the implant during the report but could not get coupling bars. The ins was 1/4th charged and the recharger was fully charged. The caller repositioned the antenna over the ins and turned the antenna dial through all 4 positions but this did not resolve the issue. They got the poor coupling screen. The caller stated that the patient charged on saturday and the patient felt stimulation yesterday. The caller stated that the patient had a fall this morning. They have been trying to connect with the recharger for over 2 hours but could not get the bars shaded in. They are 4 hours away from home and would call back tomorrow. Patient services reviewed the antenna locate feature. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.